Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set soft cannula kinked events between (B)(6) 2023 and (B)(6) 2024 (three since starting the pump and five on (B)(6) 2024). Insertion site was at arm or thigh. Event occurred after three hours of insertion. The set was in use for six hours. Blood glucose levels were high (specific value unknown) at the time of event. Patient took correction injection via multi-daily injections to address the event and he replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1880690 - device 4 of 8.